Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the moment the doctor tried to pass the guide through the needle, the guidewire became entangled without allowing the passage. It was stated that a new device was opened and used to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the product returned for evaluation was one 18ga introducer needle and one j-tip guidewire. Also received was one 20cm niagara dialysis catheter and two dualator vessel dilators. The catheter and dilators appeared unused and unremarkable. Blood residue was observed on the guidewire and in the introducer needle. The wire was received inlaid through the needle, with approximately 2cm protruding from the bevel. The wire was intact. Following removal of the wire, tissue residue was observed adhere to the wire in the region previously within the needle shaft. Microscopic inspection of the needle bevel revealed outward flaring edges. Inspection of the wire confirmed the presence of blood and tissue residue. The needle bevel damage and the tissue residue within the needle shaft were consistent with the wire being withdrawn into the needle, which appeared to cause the observed immobility of the wire within the needle shaft. The product IFU states ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿a lot history review (lhr) of rebn0721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the moment the doctor tried to pass the guide through the needle, the guidewire became entangled without allowing the passage. It was stated that a new device was opened and used to complete the procedure. There was no harm to the patient reported.